Event description:
Boston scientific received information that this patient had experienced syncopal episodes. The cause of the syncope has not been determined. It was also noted that the atrial port is plugged; however, the device is picking up out of range impedance measurements and high threshold measurements on the atrial channel. Technical services stated this was due to the plugged atrial port and recommended turning off the daily measurements.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.